Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Evaluation summary: in the medial/lateral x-ray view it appears that the tibial component is undersized. An underhang is observed towards the lateral side of the knee. Alignment of the femoral component appears appropriate. Surgical notes were not provided. A photograph of the explanted femoral component shows minimum bone ingrowth towards the posterior condyles and the anterior flange. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the information provided. Evaluation codes: no devices were received; therefore the condition of the components is unk. Device history records were reviewed and found conforming. There are no other complaints with this issue for the reported devices. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.